Event description:
The pt is a (B)(6) female with a history of stroke and sinus bradycardia. She was admitted for symptomatic bradycardia with a heart rate in the 30-40 range. Multifunctional electrode pads were applied to the pt and connected to a biphasic monitor defibrillator pacemaker in anticipation of transcutaneous pacing. Pacing was never required, but the electrodes were not disconnected. An rn performing a routine defibrillator check unintentionally delivered 150 joules to the pt because the pt's electrodes remained connected to the defibrillator. She omitted checking for this connection prior to defibrillator testing. The pt had transient chest pain that resolved quickly and without any intervention. Her cardiac rhythm immediately reverted to the prior sinus bradycardia. She had no further issues related to this event and was discharged the next day.